Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11455 and 2134265-2017-11767. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the pullback button was not working so the physician tried restarting the ilab. After restarting the ilab, the imaging pc was freezing up and all buttons could not be pressed. Thus, automatic pullback failed. No patient complications were reported.